Manufacturer narrative:
The reported 72203981 healicoil pk 4.5mm w/ ultra tape blue, intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿during a shoulder arthroscopy, the "4.5mm healicoil peek anchor" torn off after implantation¿. An exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No indications from the device show cause that the material is related to the reported failure. A review of the complaint records was performed and indicated similar allegations for the lot number reported. Manufacturing records was performed and indicated no similar allegations for the lot number reported.

Event description:
It was reported that, during a shoulder arthroscopy, the "4.5mm helicoil peek anchor" torn off after implantation. In consequence, the anchor was removed from the patient. The procedures were successfully completed using a multifix anchor as back-up device into an additional bone hole. There was a surgical delay greater than 30 minutes and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.